Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "iab balloon ruptured" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) ruptured. It was noted that a high-pressure alarm occurred, and blood was in the gas tubing. No blood enters the pump. As a result, the iab was removed without difficulty and a second iab was inserted at a different insertion site. There was no report of patient complications or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) ruptured. It was noted that a high-pressure alarm occurred, and blood was in the gas tubing. No blood enters the pump. As a result, the iab was removed without difficulty and a second iab was inserted at a different insertion site. There was no report of patient complications or death.